Manufacturer narrative:
Device received with all buttons responding properly. No damage on keypad assembly. No unlocked lcd keypad connector. Device passed self test. No unexpected back light anomalies noted. Device received with minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip. The test infusion set and reservoir does lock into place. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had multiple issues. The customer's blood glucose level was unknown. The customer reported that the light was hard to get to turn on, sometimes it would take 2/3 times for it to work, buttons stick sometimes and that sometimes lead him thinking that they had to hit all the buttons to send a bolus when if fact he had not and the screen had deep scratches on it that made it difficult to see the display at times. The insulin pump will be returned for analysis.